Manufacturer narrative:
Device is combination product.

Event description:
It was reported that the patient died. Vascular access was obtained via the femoral artery. The 66mmx3.00mm target lesion was located in the diffused left anterior descending (lad) artery. After pre-dilation was performed, a 3.00x38mm promus element plus drug-eluting stent (des) was deployed distally and a 3.00x28mm promus element plus des deployed proximally. When the physician was negotiating the balloon for post dilatation, blockage in the lad was again encountered and the patient hemodynamics started getting unstable. The patient arrested on table and died.